Event description:
The customer reported that while running an hiv-1 p24 antigen assay, summit sample handler did not pipette lyse buffer in well position e7 and did pipette sample and lyse buffer in well positions f7, g7 and h7 and did not give an error message. An ortho field service engineer was dispatched. No death or serious injury was associated with this event.